Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose (bg) level was over 500 mg/dl with ketones. Customer administered manual insulin injections to stabilize bg level. Additionally, the customer was able to load a new cartridge successfully.